Event description:
It was reported that one day post op the lens was explanted due to unspecified lens complications. An anterior chamber lens was implanted. Additional info has been requested but no new info has been provided.

Manufacturer narrative:
The device was returned for eval. Visual inspection found both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. The product was deemed acceptable for release. Based on the current info a definitive root cause of the reported event could not be determined.